Event description:
The customer reported to olympus that during preparation for use, the power button on the evis exera iii video system center was broken. The power button was stuck in place and would not come out. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed because the power button was found to be broken. Additional issues were identified during the device evaluation: the unit's feet needed to be replaced due to their poor appearance; device also needed a software update. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken power switch could not be determined. It is possible that the damage was caused by power supply switch failure. Olympus will continue to monitor field performance for this device.